Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a symptomatic patient presented to the emergency room after receiving an inappropriate high voltage shock. The shock was caused by post-sensed t-wave oversensing. Programming changes were recommended.

Event description:
New information received noted additional post-sensed t-wave oversensing resulting in inappropriate atp and hv therapies, though programming changes were made previously. Further reprogramming was recommended.